Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot# l40845, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving unknown morphine via an implantable infusion pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The pump was explanted because the pump was malfunctioning and the "connection was bad." The device was reportedly leaking morphine into the patient's body, making the patient very ill. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.